Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed". The patient's past medical history included c-section and bariatric surgery. Previously administered products included for an unreported indication: percocet. And codeine. Past adverse reactions to the above products included hypersensitivity with codeine and percocet.. Concurrent conditions included obesity, unspecified and cervical cyst (multiple). Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced rash ("skin rash"). On (B)(6) 2017, 6 years 1 month after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("uti"), fungal infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel"), swelling ("swelling all over body") and back pain ("back pain"). The patient was treated with bilateral salpingectomy and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety and swelling was resolving and the menstrual disorder, device expulsion, vaginal haemorrhage, menorrhagia, rash, urinary tract infection, fungal infection, vaginal discharge, fibromyalgia, dysmenorrhoea, constipation, dyspareunia, weight increased, irritable bowel syndrome and back pain outcome was unknown. The reporter considered anxiety, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, fungal infection, irritable bowel syndrome, menorrhagia, menstrual disorder, pelvic pain, rash, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was placed in both ostia without difficulty with 4 to 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 24-may-2018: this case is medically confirmed. This is incident case. Reporter information was added. This case concerns (B)(6) patient. Her demographic was added. Her historical medication/condition and concurrent condition were added. Lab was added. Essure indication was amended. Essure removal date was added. Her concomitant medications were added. Per mr: following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed event was added.per pfs: migration of essure device location of device: uterus, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin rash, uti (urinary tract infection), yeast infection, depression, anxiety, vaginal discharge, fibromyalgia, dysmenorrhea (cramping), constipation, dyspareunia (painful sexual intercourse), weight gain, irritable bowel swelling all over body and back pain were added. She was recovering form events: pelvic pain, anxiety, depression and swelling over all body. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed" on (B)(6) 2011. The patient's medical history included c-section and bariatric surgery. Previously administered products included for an unreported indication: percocet. And codeine. Past adverse reactions to the above products included hypersensitivity with codeine and percocet.. Concurrent conditions included obesity, unspecified and cervical cyst (multiple). Concomitant products included nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety /psychological or psychiatric problems (mental anguish),"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced rash ("skin rash/rashes or skin conditions (atopic eczema, shingles"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("fibrocystic disease of breasts"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel"), swelling ("swelling all over body"), back pain ("back pain"), vaginal infection ("infection (vaginitis)"), hyperlipidaemia ("hyperlipidemia"), ovarian cyst ("ovarian cyst"), radiculitis brachial ("brachial neuritis"), paraesthesia ("paresthesia"), tobacco poisoning ("tabacosis"), vision blurred ("vision blurred") and dermal cyst ("sebaceous cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved, the menstrual disorder, device expulsion, rash, fungal infection, vaginal discharge, fibromyalgia, dysmenorrhoea, constipation, dyspareunia, weight increased, irritable bowel syndrome, back pain, fibrocystic breast disease, vaginal infection, hyperlipidaemia, gastrooesophageal reflux disease, ovarian cyst, radiculitis brachial, paraesthesia, tobacco poisoning, vision blurred and dermal cyst outcome was unknown and the depression, anxiety and swelling was resolving. The reporter considered anxiety, back pain, constipation, depression, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, fibrocystic breast disease, fibromyalgia, fungal infection, gastrooesophageal reflux disease, hyperlipidaemia, irritable bowel syndrome, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, pelvic pain, radiculitis brachial, rash, swelling, tobacco poisoning, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the essure device was placed in both ostia without difficulty with 4 to 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, menorrhagia. Lot number: 786879 manufacture date: 2010-09 expiration date: 2013-09." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed". The patient's past medical history included c-section and bariatric surgery. Previously administered products included for an unreported indication: percocet. And codeine. Past adverse reactions to the above products included hypersensitivity with codeine and percocet.. Concurrent conditions included obesity, unspecified and cervical cyst (multiple). Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 6 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety /psychological or psychiatric problems (mental anguish),"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced rash ("skin rash/rashes or skin conditions (atopic eczema, shingles"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("fibrocystic disease of breasts"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel"), swelling ("swelling all over body"), back pain ("back pain"), vaginal infection ("infection (vaginitis)"), hyperlipidaemia ("hyperlipidemia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), ovarian cyst ("ovarian cyst"), radiculitis brachial ("brachial neuritis"), paraesthesia ("paresthesia"), tobacco poisoning ("tabacosis"), vision blurred ("vision blurred") and dermal cyst ("sebaceous cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety and swelling was resolving and the menstrual disorder, device expulsion, vaginal haemorrhage, menorrhagia, rash, urinary tract infection, fungal infection, vaginal discharge, fibromyalgia, dysmenorrhoea, constipation, dyspareunia, weight increased, irritable bowel syndrome, back pain, fibrocystic breast disease, vaginal infection, hyperlipidaemia, gastrooesophageal reflux disease, ovarian cyst, radiculitis brachial, paraesthesia, tobacco poisoning, vision blurred and dermal cyst outcome was unknown. The reporter considered anxiety, back pain, constipation, depression, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, fibrocystic breast disease, fibromyalgia, fungal infection, gastrooesophageal reflux disease, hyperlipidaemia, irritable bowel syndrome, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, pelvic pain, radiculitis brachial, rash, swelling, tobacco poisoning, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the essure device was placed in both ostia without difficulty with 4 to 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received: events fibrocystic disease of breasts, infection (vaginitis), hyperlipidemia, gastroesophageal reflux disease, ovarian cyst, sebaceous cyst, brachial neuritis, paresthesia, tabacosis, vision blurred were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed". The patient's past medical history included c-section and bariatric surgery. Previously administered products included for an unreported indication: percocet. And codeine. Past adverse reactions to the above products included hypersensitivity with codeine and percocet. Concurrent conditions included obesity, unspecified and cervical cyst (multiple). Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 6 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety /psychological or psychiatric problems (mental anguish),"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced rash ("skin rash/rashes or skin conditions (atopic eczema, shingles"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("fibrocystic disease of breasts"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel"), swelling ("swelling all over body"), back pain ("back pain"), vaginal infection ("infection (vaginitis)"), hyperlipidaemia ("hyperlipidemia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), ovarian cyst ("ovarian cyst"), radiculitis brachial ("brachial neuritis"), paraesthesia ("paresthesia"), tobacco poisoning ("tabacosis"), vision blurred ("vision blurred") and dermal cyst ("sebaceous cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety and swelling was resolving and the menstrual disorder, device expulsion, vaginal haemorrhage, menorrhagia, rash, urinary tract infection, fungal infection, vaginal discharge, fibromyalgia, dysmenorrhoea, constipation, dyspareunia, weight increased, irritable bowel syndrome, back pain, fibrocystic breast disease, vaginal infection, hyperlipidaemia, gastrooesophageal reflux disease, ovarian cyst, radiculitis brachial, paraesthesia, tobacco poisoning, vision blurred and dermal cyst outcome was unknown. The reporter considered anxiety, back pain, constipation, depression, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, fibrocystic breast disease, fibromyalgia, fungal infection, gastrooesophageal reflux disease, hyperlipidaemia, irritable bowel syndrome, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, pelvic pain, radiculitis brachial, rash, swelling, tobacco poisoning, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the essure device was placed in both ostia without difficulty with 4 to 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "following essure insertion, a global endometrial ablation, using the therma choice endometrial device was performed" on (B)(6) 2011. The patient's medical history included c-section and bariatric surgery. Previously administered products included for an unreported indication: percocet. And codeine. Past adverse reactions to the above products included hypersensitivity with codeine and percocet.. Concurrent conditions included obesity, unspecified and cervical cyst (multiple). Concomitant products included nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety /psychological or psychiatric problems (mental anguish),"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2017, the patient experienced rash ("skin rash/rashes or skin conditions (atopic eczema, shingles"). On (B)(6) 2018, the (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel"), swelling ("swelling all over body"), back pain ("back pain"), vaginal infection ("infection (vaginitis)"), hyperlipidaemia ("hyperlipidemia"), ovarian cyst ("ovarian cyst"), radiculitis brachial ("brachial neuritis"), paraesthesia ("paresthesia"), tobacco poisoning ("tabacosis"), vision blurred ("vision blurred") and dermal cyst ("sebaceous cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved, the menstrual disorder, device expulsion, rash, fungal infection, vaginal discharge, fibromyalgia, dysmenorrhoea, constipation, dyspareunia, weight increased, irritable bowel syndrome, back pain, fibrocystic breast disease, vaginal infection, hyperlipidaemia, gastrooesophageal reflux disease, ovarian cyst, radiculitis brachial, paraesthesia, tobacco poisoning, vision blurred and dermal cyst outcome was unknown and the depression, anxiety and swelling was resolving. The reporter considered anxiety, back pain, constipation, depression, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, fibrocystic breast disease, fibromyalgia, fungal infection, gastrooesophageal reflux disease, hyperlipidaemia, irritable bowel syndrome, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, pelvic pain, radiculitis brachial, rash, swelling, tobacco poisoning, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the essure device was placed in both ostia without difficulty with 4 to 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in may 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received outcome of bleeding pain and bladder/urinary problems updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.